Manufacturer narrative:
(B)(4). (B)(4). Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form. Additional information: the actual device lot number associated with this event is not known. The international affiliate reports the following possible lot numbers: lot 49463isp, mfg date: 04/15/2009, exp date: 05/31/2014; lot 49152isp, mfg date: 02/03/2009, exp date: 02/28/2014; lot 49364isp, mfg date: 03/25/2009, exp date: 04/30/2014. In addition, a review of the batch manufacturing records for the possible lot numbers was conducted and the batches met all finished goods release criteria.

Event description:
It was reported that a patient underwent an orthopedic procedure involving replacement of the femoral head on (B)(6) 2009 at which time the drain was placed in the patient. On (B)(6) 2009, while the surgeon was removing the drain, the surgeon pulled on the drain and felt friction. Therefore, an x-ray was taken to locate a fragment however, a fragment did not appear in the photo. The patient is stable and is still in the hospital.